Event description:
The drill was broken during drilling. The drilling was finished, so the procedure was completed without any problems and delay.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The drill was fractured, confirming the reported event. The investigation determined the likely root cause of the event to be normal wear and tear on this device that has been in the field for 6 years. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The drill was broken during drilling. The drilling was finished, so the procedure was completed without any problems and delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.